Event description:
During t2 surgery, when the package of condyle screw nut was opened, the hair was found in the blister package. The surgeon changed the condyle screw nut to another new screw nut. The procedure was completed, and the surgeon requested the investigation of the event and the report of improvement plan.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.